Event description:
The customer reported that she received motor error and no delivery alarms on the insulin pump. The motor error occurred during the priming process. Then, she received the no delivery alarm during a bolus delivery attempt, followed by another motor error alarm and a high alert alarm. The customer's blood glucose was 158 mg/dl. During troubleshooting for the motor error, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer uses the sensor feature on the insulin pump. She was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated she was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer declined to troubleshoot the other alarms. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).